Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. The impedance testing was normal. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding explant. The electrode was later completely explanted and returned. This supplemental has the product analysis. It was reported the patient was shocked three times by the device but did not convert the arrhythmia. External shocks were required to successfully convert the patient. There was some undersensing as it took 25 seconds to shock. Also, the shock impedance was 198 ohms. The entire system was explanted and replaced with a transvenous system. During the procedure, the doctor could not remove the electrode. It was capped.

Event description:
It was reported the patient was shocked three times by the device but did not convert the arrhythmia. External shocks were required to successfully convert the patient. There was some undersensing as it took 25 seconds to shock. Also, the shock impedance was 198 ohms. The entire system was explanted and replaced with a transvenous system. During the procedure, the doctor could not remove the electrode. It was capped.